Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The ICD is no longer in service. A new device was implanted successfully. No additional adverse patient effects were reported.

Event description:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The product has not been returned. Should the product get returned at a later date, this report will be updated as necessary upon completion of analysis.